Manufacturer narrative:
A field service engineer (fse) completed instrument precision and accuracy and passed. The investigation determined that the service action resolved the issue as there were no additional occurrences reported.

Event description:
There was an allegation of a questionable cobas integra creatinine plus ver.2 assay result from the cobas 6000 c501 module. The initial result was 1.53 mg/dl, and the repeat result was 1.53 mg/dl. The same sample was also repeated on another c 501 and the result was 0.72 mg/dl. The questionable result was repeated because it did not match the patient's history and was not reported outside of the lab.

Manufacturer narrative:
The creatinine reagent lot number is 82512501 and the expiration date is 30-jun-2025. A field service engineer (fse) completed dispensing checks and mechanical adjustments on the sample and reagent pipette. The lamp and cuvettes were verified to be in good condition and the gear pump pressure was verified. One tube was discovered to be bent and was replaced preventively. 20 samples were processed on both analyzers and provided consistent creatinine results. The investigation is ongoing.